Event description:
Same case as MFR ID # 2134265-2013-02503. It was reported that during a angioplasty procedure, the stent delivery system became stuck on the guidewire. The target lesion was located in the superficial femoral artery (sfa), with tortuosity noted as "not extensive". As the 6mmx150mm 130cm innova stent was advanced on the amplatz wire the device became stuck and could not be advanced or withdrawn on the wire. The innova and amplatz devices were removed together as a unit. The procedure was completed with two epic stents. There were no patient complications reported and the patient status is stable.

Event description:
Same case as MFR ID # 2134265-2013-02503. It was reported that during a angioplasty procedure, the stent delivery system became stuck on the guidewire. The target lesion was located in the superficial femoral artery (sfa), with tortuosity noted as ¿not extensive¿. As the 6mmx150mm 130cm innova stent was advanced on the amplatz wire the device became stuck and could not be advanced or withdrawn on the wire. The innova and amplatz devices were removed together as a unit. The procedure was completed with two epic stents. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - there was solidified blood in the wire lumen. There was a significant bend/curve in the distal end of the shaft. The stent was correctly positioned. There was no other damage or irregularities. The guidewire was protruding 7 cm from the tip. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The catheter was soaked in a bath of warm water to attempt to loosen solidified blood in the wire lumen. The guidewire was unable to be removed from the wire lumen of the catheter. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).